Event description:
The connector, torx tr-20 instrument (part number sp20006) and 50 in-pound torque limiting handle (part number 2335021) are utilized together to tighten the set screws on the cross connector. During a 3-level surgery, the tip of the torx tr-20 instrument broke off inside of the set screw (part number ccx5.5-1001) during final tightening. The tip of the torx tr-20 instrument was left in the pt, imbedded in the set screw.